Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: crepitus at end of case, high co2 levels during case. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported the patient experienced high levels of co2 and crepitus.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Event description:
It was reported the patient experienced high levels of co2 and crepitus.